Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Ivus was performed and revealed that the diameter of the target vessel was 5.0mm. After a non-bsc guidewire and a non-bsc guide catheter crossed the lesion, and the 4.5mm x 15mm maverick¿ xl balloon catheter was advanced to dilate the lesion, but failed to cross the lesion. The guidewire was replaced with another non bsc guidewire and the device was then advanced, but still failed to cross the lesion. The physician then engaged the guide catheter deeply and as a result, the device was able to cross the lesion. On the first inflation to four atmospheres for 10 seconds, blood flowed back into the indeflator. The device was removed and it was confirmed that the balloon ruptured longitudinally. The procedure was completed with a 4.5/10 non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).